Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test repeatedly. The customer stated that he kept trying to put new batteries in the insulin pump, the device kept alarming and shutting off. He stated that he changed the battery out 15 times, and the issue persisted. The customer did not know the blood glucose reading. Upon troubleshooting, the insulin pump still alarmed failed battery test. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.